Event description:
An ophthalmologist reported that she examined pt who had been wearing precision uv lenses occasionally (particularly for sport) for 18 months. After 4 hours wearing 2 new lenses, pt felt discomfort, pt removed the lenses and 4 hours later, pt presented with bilateral corneal edema. There was no staining and the presence of a lesion was not noted. Diagnosis stated as aspect of chemical burning. The pt was prescribed local treatment bacicoline but in spite of this, 12 hours later pt developed bulbar keratitis and 24 hours later a de-epithelization of all the corneal area had occurred. After 8 days treatment with vitamin a and a therapeutic lens, re-epithelialization of the corneal area had taken place but the visual acuity had not yet totally recovered. The ophthalmologist stated that this incident was not due to mishandling and the pt did not report any incidence of chemical burning. No further info is available.